Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and pump time was incorrect. Customer was assisted with resetting the pump to clear the alarm and to correct time. Customer's blood glucose was 164 mg/dl.